Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that vent fail during usage, no health consequences have reportedly occurred. Neither the unique device identifier (UDI) of the affected product nor the device serial number was provided to us. We will reiterate with the customer on this. If this attempt leads to an UDI, we will send a follow-up report.

Event description:
It was reported that vent fail during usage, no health consequences have reportedly occurred. Neither the unique device identifier (UDI) of the affected product nor the device serial number was provided to us. We will reiterate with the customer on this. If this attempt leads to an UDI, we will send a follow-up report.

Manufacturer narrative:
It was reported that during the surgery the anesthesia machine alarmed, indicating ventilator failure. No patient injury. After investigation, no draeger service involved and draeger service engineer didn't be contacted. The repair and maintenance of this device was outsourced to a third party by the hospital. We tried to contact the personnel of the hospital, but no further info could obtain, so the sn of this device also cannot obtain. Conclusion will be not possible to confirmed due to limited information .keep on monitoring similar cases.